Event description:
Customer reported a lock handle came off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reattached the lock handle. System operates as intended.